Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ui pcb assembly to resolve the reported issue. The customer was provided with a warranty replacement device. Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to thermally sensitive integrated circuit u8.

Event description:
The customer contacted physio-control to report that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.